Manufacturer narrative:
(B)(4). Additional skin reactions reported under (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient¿s mother stated that the reaction developed underneath the patch overlay adhesive before developing into a single blister approximately the size of a penny. She could not recall the exact date of the reaction. What remained of this previous skin reaction was treated with a steroid cream, prescribed on (B)(6) 2018 for a newly developed skin reaction. At the time of contact, it was indicated that the patient was okay and that the issue had resolved. No additional event or patient information is available.